Event description:
Patient reported at a recent dental visit they were informed of new oral health concerns, specifically gum issue and signs of bone loss. These issues were not present prior to using the retainers. At check in they also marked true to chipping, pain, discomfort and sensitivity.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.